Event description:
It was reported that the device was double counting r-waves which caused the patient to receive unanticipated therapy. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.